Manufacturer narrative:
(B)(4). Analysis description: final analysis found a capacitor anomaly which resulted in high current drain. When the capacitor was replaced, normal device characteristics were observed. The damage found likely resulted in the reported premature eri. (B)(4).

Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed that the pulse generator exhibited premature elective replacement indicator. The device was explanted and replaced on (B)(6) 2016. There were no adverse consequences to the patient.